Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. It was reported that a type ii was noted on angiogram on completion of the index procedure. The patient had an explant procedure due to a type ia endoleak and migration of the stent graft 39 months post index evar procedure after previous intervention with an extension cuff was also performed. The patient had acute kidney injury and valve impairment as a complication after the procedure. The cause of the endoleak and migration leading to the explant is unknown but may have been related to challenging patient anatomy. No additional clinical sequelae were reported and the patient is fine.